Event description:
It was reported that high threshold was observed. During explant, externalized conductors were noted in the pocket. Lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasion was noted at 17.8-20.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded and one sensing conductor was melted at this location. This is consistent with the observation from the field of noise and unacceptable thresholds.